Event description:
A patient having a uterine ablation with a hydro thermal ablation unit (hta) from boston scientific was burned. During the uterine ablation the hta infuses saline in excess of 90 degrees centigrade into the patient's uterus. Two minutes into this ablation the doctor noticed vaginal and perineal burns. The doctor immediately terminated the procedure. The biomedical engineering department sent the hta to a third party for evaluation. The consultant from the third party determined that the unit was fully functional with the exception of the fluid loss alarm. On average, the fluid loss alarm was triggered between 15 ml and 22 ml on multiple tests. The fluid loss alarm should trigger at 10 ml. In the consultant's conclusion, he noted that the fluid loss alarm was the only item on the hta that was not functioning correctly. In order for the consultant to definitively conclude what caused the burn he would need specific information from the surgeon. Other possible causes of the burn could be that the tissues were not adequately protected from the hot sheath during the ablation, or a hot vaginal speculum was used. The consultant emphasized that the fluid loss alarm is not a burn prevention alarm. He stated that the surgeon must be vigilant during the procedure - continually looking for leaking fluid. Fluid loss of less than 10 ml could cause burning of tissue. The consulting firm provided the hospital with a full report that includes pictures.